Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® urine collection cups caused a post-use needle stick injury. The following information was provided by the initial reporter: "it was reported that there were needlesticks while using the urine collection cup. (1 of 2). Update: first occurred on (B)(6) 2020 @ 10a in the med/surg unit. Nurse was disposing the cup lid when finger slipped into hole resulting in a needlestick. No medical attention was requested. Per email: we have identified a safety issue related to needlesticks during the use of the bd vacutainer collection cup (364975). Is there a different option in which the needle is in a more protected position?"

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® urine collection cups caused a post-use needle stick injury. The following information was provided by the initial reporter: "it was reported that there were needlesticks while using the urine collection cup. (1 of 2). Update: first occurred on (B)(6) 2020 @ 10a in the med/surg unit. Nurse was disposing the cup lid when finger slipped into hole resulting in a needlestick. No medical attention was requested. Per email: we have identified a safety issue related to needlesticks during the use of the bd vacutainer collection cup (364975). Is there a different option in which the needle is in a more protected position?"